Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to claim no audio output on (B)(6) 2015. There was no report any injury or medical intervention. No additional event or patient information is available. Complaint device was returned for evaluation. A visual exterior inspection, with pictures, was performed on the receiver and displayed a message "call tech support". The customer complaint of no vibration could not be reproduced, therefore complaint could not be confirmed. The root cause was determined to be "call tech support" error message, post investigation.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, the receiver case was opened for further evaluation. A visual interior inspection was performed and the inspection passed. Due to a firmware error on the receiver screen, functional testing could not be performed and a data log could not be downloaded. A speaker resistance test was performed and confirmed the reported event of no audio output. The root cause was determined to be a defective speaker assembly.